Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot h3 other text : see h10

Event description:
It was reported that pn relion 32g x 4mm 3b tw 50ct had the incorrect color and the outer cover would not stay attached. The following information was provided by the initial reporter: material no: 320618 batch no: 0136699. It was reported pen needles color was different. Needles are weak, bends inside of stomach. Needle came through the inner shield and stuck consumer's finger. Outer cover will not stay on the needle when she re-shields the needle for disposal. Verbatim: consumer reported that she purchased a new box of relion pen needles and the color was different. Also reported multiple issues with the new pen needles: -needles are weak, bends inside of stomach (injection site). -needle came through the inner shield and stuck consumer's finger while reshielding. -outer cover will not stay on the needle when she reshields the needle for disposal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn relion 32g x 4mm 3b tw 50ct had the incorrect color and the outer cover would not stay attached. The following information was provided by the initial reporter: material no: 320618 batch no: 0136699. It was reported pen needles color was different. Needles are weak, bends inside of stomach. Needle came through the inner shield and stuck consumer's finger. Outer cover will not stay on the needle when she re-shields the needle for disposal. Verbatim: consumer reported that she purchased a new box of relion pen needles and the color was different. Also reported multiple issues with the new pen needles: needles are weak, bends inside of stomach (injection site). Needle came through the inner shield and stuck consumer's finger while reshielding. Outer cover will not stay on the needle when she reshields the needle for disposal.